Event description:
Caller reported a minimum fill notification with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load a new cartridge with the pump, but reloading the same cartridge did not resolve the issue. Technical support advised customer to clean the pump using an alcohol wipe and recommended removing the pump from its case. As customer was out of insulin, technical support could not complete the cartridge load instructions. Customer planned to visit the pharmacy for supplies and was instructed to call back once they received insulin, while technical support left the case open for further assistance.